Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite several followup attempts, there is no further information regarding the name of the procedure, the tissue involved, the sequence of events leading to the breakage, at what point the broken item passed from the patient, or whether or how the intended procedure was completed. As a preventive measure against breakage, the device is shipped with a cap to prevent damage to the distal end. The device instruction manual also contains warnings and cautions for avoiding forceps breakage: ¿do not grasp objects or tissue with excessive force. The grasping jaws may become damaged and could fall off inside the patient. Continuously monitor the endoscopic image during the procedure, and make sure that the instrument appears and operates properly.¿ ¿do not force the instrument if resistance to insertion is encountered.¿ and ¿do not withdraw the instrument from the endoscope while the grasping jaws are open. This could damage the endoscope and/or instrument.¿ the device when removing items from the patient is also intended to be removed along with the endoscope: ¿do not retract foreign bodies or resected tissue into the endoscope. This could result in damage to the endoscope or instrument¿withdraw the foreign body or resected tissue together with the endoscope from the patient.¿ the instruction manual also has directions for pre-procedure inspection, including visual and tactile inspection, and verification of the mechanical operation of the device.

Event description:
Olympus was informed that during an unknown procedure, the forceps broke off into the patient. The patient passed the broken piece of forceps. There was no reported patient injury.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eob to pts.